Manufacturer narrative:
No sample was returned for evaluation. Additional info on the pt could not be obtained as the pt was transferred to another institution for removal of the tube. Co's medical affairs dept was contacted with regard to use of this device for urinary drainage. They report this is a rare event in the medical community. Urological catheters as small as 8 fr are typically used for these types of procedures. This report constitutes a misuse of the device by the customer.